Event description:
A report was received that the patient underwent a pocket revision procedure due to pain and discomfort. The physician repositioned the pocket and the patient is reportedly doing well.